Event description:
The user facility reported an employee was moving the facility's amsco atlas loading cart. The employee was attempting to hit the cart's locking arm to push it forward. She missed the locking arm and caught her hand on the corner and cut her palm. The employee sought medical treatment at the facility's ER and received four stitches. The employee returned to work and is fine. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the cart and confirmed that after removing the cart from the sterilizer, the locking arm was stuck in the retractable position thus disabling the ability for the wheels to lock. The technician reported that the shim and plate under the locking arm was too tight. The technician repaired the loading cart by loosening the plate and the locking arm so it moves freely. The cart was then returned to service and no further issues have been reported.